Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's spouse that the patient died during the surgery where this bioprosthetic aortic valve was implanted. It was reported that after coming off cardiopulmonary bypass, the patient's "pressures were high" and the patient died. There is no allegation that the aortic valve itself caused or contributed to the patient's death. It is unknown if an autopsy was performed.